Manufacturer narrative:
Results: the lantern was fractured approximately 113.5 cm from the hub. The lantern was ovalized approximately 113.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the catheter shaft was ovalized and fractured. If the distal tip of the device is forcefully gripped or otherwise mishandled while removing the shaping mandrel from the tip of the catheter, damage such as these may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technician removed a lantern delivery microcatheter (lantern) from its packaging and while flushing, noticed the tip of the lantern had broken off. The damage to the lantern was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new lantern.